Event description:
From surgery notes: patient taken to the operating room for cystoscopy and laser lithotripsy of prostatic urethral stone. During the procedure, two foreign bodies (brachytherapy seeds) were identified in the "stone". At one point a different grey foreign body was seen on the screen. Concern was immediately raised that the resectoscope beak had broken. By retracting the lens, it became apparent that this had occurred. This 24fr resectoscope was immediately removed and placed on the back table. The 26fr resectoscope was then inserted, the visualized beak fragment grasped and removed through the scope. This was taken to the back table and examined. This fragment filled ~80-85% of the missing gap in the resectoscope beak. (A section ~1mm wide by 3mm long was missing) cystoscopic examination did not reveal any other large visible beak fragments (at this time, there was still a large amount of stone dust & debris and the nonviable prostate tissue in the bladder and urethra). The remainder of the stone was crushed and debris removed and evacuated. Pt had significant mucoid, non-viable prostate tissue (that undoubtedly had been the nidus for the stone) that was grasped and removed. The bladder and urethra were irrigated copiously during this entire process. At the end of the procedure, there were no stone fragments, visible brachytherapy seeds or any other foreign body visible. Examination of the irrigated debris did not show any foreign body other than the brachytherapy seeds, however during the course of filling and draining debris during cystolitholapaxy, dust and debris can be lost in the drapes, going around the drapes into the drainage bag and onto the floor. The bladder was examined one last time. There were no visible foreign bodies, fragments or stones visible. The prostatic urethra had some areas with shaggy surfaces from which the stones erupted, however no foreign bodies were visible even after probing. The resectoscope beak is only partially radio-opaque but a post op film was taken and no abnormality noted except the numerous brachytherapy seeds. The surgeons do not believe the fragment is still in the patient's bladder or prostatic urethra, and more harm would be done to the patient to try and resect the prostate to find it. Therefore the decision was made to terminate the procedure and transport the patient to recovery room. These events will not affect the patients post op course. FDA safety report ID# (B)(4).